Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On(B)(6) 2025, a patient prepped for an ultrasound guided percutaneous drainage catheter procedure using a navarre universal drain. Prior to the procedure, it was reported that the accessories were damaged. Additionally, there was difficulty in placing the rubber tube. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: physical device was not returned for evaluation. One photo was provided for review. The photo shows the drainage catheter was kept inside the polythene bag. Thread was noted near the catheter hub, and trocar needle, cannula was partially introduced in the catheter. The photo was unclear. Due to glare on polythene bag, distal end of the catheter not visible clearly. No visual defects were observed. Therefore, the investigation is inconclusive for the reported device damaged prior to use, material integrity and difficult to insert issues as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for an ultrasound guided percutaneous drainage catheter procedure using a navarre universal drain. Prior to the procedure, it was reported that the accessories were damaged. Additionally, there was difficulty in placing the rubber tube. The procedure was completed using another device. There was no patient contact.